Event description:
Event description boston scientific received information from the patient, that the patient blacked out three days ago and the patient saw his family physician the next morning. The family physician does not have a programmer to check the device. The family physician thought the device could be reprogrammed by phone and so the patient is calling about that. The patient's system has been implanted just under two years and is not on any advisory.